Manufacturer narrative:
The reported event of noise could not be confirmed. Interrogation of the device revealed the device was above the elective replacement indicator (eri). Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited continuous over-sensing of signals on the atrial channel, which led to inappropriate mode switch, while still being in the box. It was decided not to use this device for implant. There was no patient involvement.